Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a 28-year-old female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included esomeprazole capsule. The patient's medical history included human papilloma virus infection in 1998, breast mass, vasectomy, asthma and anemia. Absent gallbladder. Previously administered products included for prevent pregnancy: yaz from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included cholecystectomy since (B)(6) 2015, urinary urgency, irregular menstruation, light headed feeling, fatigue, ovarian neoplasm, swollen lymph nodes, vomiting, nausea, constipation, blood pressure low, seroma, anger, migraine headache, irritability, headache, weight gain, right upper quadrant pain, barrett's esophagus, hernia, gastropathy, cerebral arteriogram, gerd, genital warts, urinary frequency, burning sensation, libido decreased, ovarian cyst, rheumatoid arthritis, hepatic steatosis, erythema, polyps, discomfort, deep vein thrombosis, dysplasia, flu, vertebrobasilar insufficiency, syncope, post procedural hematoma, fibromyalgia, pain in face, groin pain, pain femoral, pain in hip, unilateral leg pain, pap smear abnormal and vaginal yeast infection. Concomitant products included methotrexate for rheumatoid arthritis as well as adalimumab (humira) from (B)(6) 2016 to (B)(6) 2017, calcium folinate (leucovorin calcium) from (B)(6) 2016 to (B)(6) 2017, cefixime (flexeril) from (B)(6) 2016 to (B)(6) 2017, cetirizine hydrochloride (cetrizine), cetirizine hydrochloride (zyrtec) from (B)(6) 2012 to (B)(6) 2017, codeine, cholecalciferol (vitamin d3), diazepam (valium) from (B)(6) 2009 to (B)(6) 2010, escitalopram oxalate (lexapro) from (B)(6) 2008 to (B)(6) 2009, esomeprazole, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2008 to (B)(6) 2010, folic acid from (B)(6) 2017, folinic acid, lubiprostone (amitiza) from (B)(6) 2015 to (B)(6) 2016, melatonin from (B)(6) 2017, metoclopramide (reglan) from (B)(6) 2009 to (B)(6) 2017, metoprolol tartrate from (B)(6) 2016 to (B)(6) 2017, milnacipran hydrochloride (savella) from (B)(6) 2015 to (B)(6) 2017, pregabalin, rivaroxaban (xarelto) from (B)(6) 2016 to (B)(6) 2017, topiramate from (B)(6) 2010 to (B)(6) 2012 and tramadol from (B)(6) 2016 to (B)(6) 2017. On an unknown date, the patient started esomeprazole 40 mg at an unspecified frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), vulvovaginal candidiasis ("candidal vaginal "), post procedural complication ("post removal complication") and metrorrhagia ("metrorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with ondansetron hydrochloride (zofran) and surgery (hysterectomy (full), oophorectomy one side removal of ovary). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, urinary tract infection, migraine, headache and weight increased had resolved and the menorrhagia, vaginal infection, vaginal discharge, depression, anxiety, abdominal pain, vulvovaginal candidiasis, post procedural complication and metrorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2013 now it is reported (B)(6) 2009. Plaintiff currently planning for essure removal. Insertion details:three and one-half trailing coils were noted. Discrepancy in essure confirmation test previously reported hsg done , now as per pfs patient did not underwent essure confirmation test. Plaintiff received treatment for pain, bleeding,psych injury,bladder/urinary problems and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Ultrasound abdomen on (B)(6) 2016: impression: 1. Hepatic steatosis. 2. Absent gallbladder. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, menorrhagia, vaginal infection, depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: candida vaginosis, post procedural complications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a 28-year-old female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included esomeprazole capsule. The patient's medical history included human papilloma virus infection in 1998, breast mass, vasectomy, asthma and anemia. Absent gallbladder. Previously administered products included for prevent pregnancy: yaz from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included cholecystectomy since (B)(6) 2015, urinary urgency, irregular menstruation, light-headed feeling, fatigue, ovarian neoplasm, swollen lymph nodes, vomiting, nausea, constipation, blood pressure low, seroma, anger, migraine headache, irritability, headache, weight gain, right upper quadrant pain, barrett's esophagus, hernia, gastropathy, cerebral arteriogram, gerd, genital warts, urinary frequency, burning sensation, libido decreased, ovarian cyst, rheumatoid arthritis, hepatic steatosis, erythema, polyps, discomfort, deep vein thrombosis, dysplasia, flu, vertebrobasilar insufficiency, syncope, post procedural hematoma, fibromyalgia, pain in face, groin pain, pain femoral, pain in hip, unilateral leg pain, pap smear abnormal, vaginal yeast infection, sexually transmitted disease, barrett's esophagus, acid reflux (esophageal) and uti. Concomitant products included methotrexate for rheumatoid arthritis as well as adalimumab (humira) from (B)(6) 2016 to (B)(6) 2017, calcium folinate (leucovorin calcium) from (B)(6) 2016 to (B)(6) 2017, cefixime (flexeril) from (B)(6) 2016 to 2017, cetirizine hydrochloride (cetrizine), cetirizine hydrochloride (zyrtec) from (B)(6) 2012 to (B)(6) 2017, codeine, colecalciferol (vitamin d3), diazepam (valium) from (B)(6) 2009 to (B)(6)2010, escitalopram oxalate (lexapro) from (B)(6) 2008 to (B)(6) 2009, esomeprazole, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2008 to (B)(6) 2010, folic acid from (B)(6) 2017 to (B)(6) 2017, folinic acid, lubiprostone (amitiza) from (B)(6) 2015 to (B)(6) 2016, melatonin from (B)(6) 2017 to (B)(6) 2017, metoclopramide (reglan) from (B)(6) 2009 to (B)(6) 2017, metoprolol tartrate from (B)(6) 2016 to (B)(6) 2017, milnacipran hydrochloride (savella) from (B)(6) 2015 to (B)(6) 2017, pregabalin, rivaroxaban (xarelto) from 23-dec-2016 to (B)(6) 2017, topiramate from (B)(6) 2010 to (B)(6) 2012 and tramadol from (B)(6) 2016 to (B)(6) 2017. On an unknown date, the patient started esomeprazole 40 mg at an unspecified frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury:"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), vulvovaginal candidiasis ("candidal vaginal "), post procedural complication ("post removal complication") and intermenstrual bleeding ("metrorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with ondansetron hydrochloride (zofran) and surgery (hysterectomy (full), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, urinary tract infection, migraine, headache and weight increased had resolved and the heavy menstrual bleeding, vaginal infection, vaginal discharge, depression, anxiety, abdominal pain, vulvovaginal candidiasis, post procedural complication and intermenstrual bleeding outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2013 now it is reported (B)(6) 2009. Plaintiff currently planning for essure removal. Insertion details:three and one-half trailing coils were noted. Discrepancy in essure confirmation test previously reported hsg done , now as per pfs patient did not underwent essure confirmation test plaintiff received treatment for pain, bleeding,psych injury,bladder/urinary problems and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2016: impression: 1. Hepatic steatosis. 2. Absent gallbladder.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, menorrhagia, vaginal infection, depression. Lot number: 628048 manufacturing date: 2008-08 expiration date: 2010-08 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a 28-year-old female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included esomeprazole capsule. The patient's medical history included human papilloma virus infection in 1998, breast mass, vasectomy, asthma and anemia. Absent gallbladder. Previously administered products included for prevent pregnancy: yaz from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included cholecystectomy since (B)(6) 2015, urinary urgency, irregular menstruation, light-headed feeling, fatigue, ovarian neoplasm, swollen lymph nodes, vomiting, nausea, constipation, blood pressure low, seroma, anger, migraine headache, irritability, headache, weight gain, right upper quadrant pain, barrett's esophagus, hernia, gastropathy, cerebral arteriogram, gerd, genital warts, urinary frequency, burning sensation, libido decreased, ovarian cyst, rheumatoid arthritis, hepatic steatosis, erythema, polyps, discomfort, deep vein thrombosis, dysplasia, flu, vertebrobasilar insufficiency, syncope, post procedural hematoma, fibromyalgia, pain in face, groin pain, pain femoral, pain in hip, unilateral leg pain, pap smear abnormal, vaginal yeast infection, sexually transmitted disease, barrett's esophagus, acid reflux (esophageal) and uti. Concomitant products included methotrexate for rheumatoid arthritis as well as adalimumab (humira) from (B)(6) 2016 to (B)(6) 2017, calcium folinate (leucovorin calcium) from(B)(6) 2016 to (B)(6) 2017, cefixime (flexeril) from (B)(6) 2016 to (B)(6) -2017, cetirizine hydrochloride (cetrizine), cetirizine hydrochloride (zyrtec) from (B)(6) 2012 to (B)(6) 2017, codeine, colecalciferol (vitamin d3), diazepam (valium) from (B)(6) -2009 to (B)(6) 2010, escitalopram oxalate (lexapro) from (B)(6) 2008 to (B)(6) 2009, esomeprazole, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2008 to (B)(6) 2010, folic acid from (B)(6) 2017 to (B)(6) 2017, folinic acid, lubiprostone (amitiza) from (B)(6) 2015 to (B)(6) 2016, melatonin from (B)(6) 2017 to (B)(6) 2017, metoclopramide (reglan) from (B)(6) 2009 to (B)(6) 2017, metoprolol tartrate from (B)(6) 2016 to (B)(6) 2017, milnacipran hydrochloride (savella) from (B)(6) 2015 to (B)(6) 2017, pregabalin, rivaroxaban (xarelto) from 23-dec-2016 to 21-feb-2017, topiramate from (B)(6) 2010 to(B)(6) 2012 and tramadol from (B)(6) 2016 to (B)(6) 2017. On an unknown date, the patient started esomeprazole 40 mg at an unspecified frequency. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury:"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), vulvovaginal candidiasis ("candidal vaginal "), post procedural complication ("post removal complication") and intermenstrual bleeding ("metrorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with ondansetron hydrochloride (zofran) and surgery (hysterectomy (full), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, urinary tract infection, migraine, headache and weight increased had resolved and the heavy menstrual bleeding, vaginal infection, vaginal discharge, depression, anxiety, abdominal pain, vulvovaginal candidiasis, post procedural complication and intermenstrual bleeding outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2013 now it is reported (B)(6) 2009. Plaintiff currently planning for essure removal. Insertion details:three and one-half trailing coils were noted. Discrepancy in essure confirmation test previously reported hsg done , now as per pfs patient did not underwent essure confirmation test plaintiff received treatment for pain, bleeding,psych injury,bladder/urinary problems and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2016: impression: 1. Hepatic steatosis. 2. Absent gallbladder.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, menorrhagia, vaginal infection, depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added.medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a (B)(6) female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included esomeprazole capsule. The patient's medical history included human papilloma virus infection in 1998, breast mass, vasectomy, asthma and anemia. Absent gallbladder. Previously administered products included for prevent pregnancy: yaz from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included cholecystectomy since (B)(6) 2015, urinary urgency, irregular menstruation, light-headed feeling, fatigue, ovarian neoplasm, swollen lymph nodes, vomiting, nausea, constipation, blood pressure low, seroma, anger, migraine headache, irritability, headache, weight gain, right upper quadrant pain, barrett's esophagus, hernia, gastropathy, cerebral arteriogram, gerd, genital warts, urinary frequency, burning sensation, libido decreased, ovarian cyst, rheumatoid arthritis, hepatic steatosis, erythema, polyps, discomfort, deep vein thrombosis, dysplasia, flu, vertebrobasilar insufficiency, syncope, post procedural hematoma, fibromyalgia, pain in face, groin pain, pain femoral, pain in hip, unilateral leg pain, pap smear abnormal and vaginal yeast infection. Concomitant products included methotrexate for rheumatoid arthritis as well as adalimumab (humira) from (B)(6) 2016 to (B)(6) 2017, calcium folinate (leucovorin calcium) from (B)(6) -016 to (B)(6) 2017, cefixime (flexeril) from (B)(6) 2016 to (B)(6)2017, cetirizine hydrochloride (cetirizine), cetirizine hydrochloride (zyrtec) from (B)(6) 2012 to (B)(6) 2017, codeine, cholecalciferol (vitamin d3), diazepam (valium) from (B)(6) 2009 to (B)(6) 2010, escitalopram oxalate (lexapro) from (B)(6) 2008 to (B)(6) 2009, esomeprazole, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2008 to (B)(6) 2010, folic acid from (B)(6) 2017 to (B)(6) 2017, folinic acid, lubiprostone (amitiza) from (B)(6) 2015 to (B)(6) 2016, melatonin from (B)(6) 2017 to (B)(6) 2017, metoclopramide (reglan) from (B)(6) 2009 to (B)(6) 2017, metoprolol tartrate from (B)(6) 2016 to (B)(6) 2017, milnacipran hydrochloride (savella) from (B)(6) 2015 to (B)(6) 2017, pregabalin, rivaroxaban (xarelto) from (B)(6) 2016 to (B)(6) 2017, topiramate from (B)(6) 2010 to (B)(6) 2012 and tramadol from 9b)(6) 2016 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient started esomeprazole 40 mg at an unspecified frequency. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury:"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with ondansetron hydrochloride (zofran) and surgery (hysterectomy (full), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, urinary tract infection, migraine, headache and weight increased had resolved and the menorrhagia, vaginal infection, vaginal discharge, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2013 now it is reported (B)(6) 2009. Plaintiff currently planning for essure removal. Insertion details:three and one-half trailing coils were noted. Discrepancy in essure confirmation test previously reported hsg done , now as per pfs patient did not underwent essure confirmation test plaintiff received treatment for pain, bleeding,psych injury,bladder/urinary problems and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2016: impression: 1. Hepatic steatosis. 2. Absent gallbladder. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, menorrhagia, vaginal infection, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. Removal details added. Case becomes serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.